Event description:
It was reported the stimulator was turning off unexpectedly. The patient's implantable neurostimulator (ins) turned off on tuesday (B)(6) 2012. The patient needed to go to the hospital where a clinician from the neurology clinic turned the ins back on with a physician programmer. It was noted the battery was charged every friday and tuesday, and the battery was measured at 3.925 volts at the time of the report indicating normal battery drainage. The ins had a full charge 24 hours ago and was still near full. The ins needed to be at least ¼ charged in order to communicate with the physician programmer. It was unknown if there were any error codes shown on the programmer. It was noted the left-side program 1 (c+, 1-, 0-) showed an impedance of 689 ohms, the left-side program 2 (c+, 2-) showed an impedance of 838 ohms, and the right-side program (c+, 9-) showed an impedance of 1520 ohms. Those program settings required the patient to recharge the ins every 8 to 10 days.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 64001, lot# n211574, implanted: (B)(6) 2011. Product type: adapter: product ID 37651, serial# (B)(4). Product type: recharger: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3387s-40, lot# v635198, implanted: (B)(6) 2011. Product type: lead: product ID 3387s-40, lot# v101646, implanted: (B)(6) 2008. Product type: lead. (B)(4).